Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead disconnected from the implantable pulse generator (ipg) and the setscrew came out of the grommet which was attached to the screw driver. The lead remains in use and the implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.